Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 46 mg/dl. Customer stated they will be treating for their blood glucose. The customer also reported having blood at site. Customer stated the site was not actively bleeding at the time of the call. The customer's sensor will be replaced. The customer declined to return the insulin pump for analysis.